Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to emergency room after receiving inappropriate therapy. Lead dislodgement was observed via imaging. The lead was explanted and replaced when repositioning was unsuccessful.